Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/05/2025, an arthrex subsidiary employee reported via email that an ar-3636 knotless 1.8 fibertak soft anchor came out immediately after insertion. The case was completed with another ar-3636 knotless 1.8 fibertak soft anchor. This issue was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 08/13/2025: no information was provided regarding the type of procedure performed. No adverse effects were reported.